Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator driver board and battery packs were replaced. A generator and filament calibration were performed. The system was then found to be operating as intended.

Event description:
The customer reported that there was an electrical burning smell and a charger failed error message was displayed on the system. The exposure button stopped working and the system was shut down. The system was taken out of service. There is no report of patient injury.